Event description:
It was reported to philips that the heartstart mrx defibrillator is unable to charge. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: liaoning provincial mental health center (liaoning provincial third).

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device was unable to charge. Available details indicate the battery was defective and needed to be replaced. However, the customer has declined any further repair. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported issue was caused by a defective battery. Further root cause of the defective part could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer declined any further repair at this time. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.